Event description:
A peritoneal dialysis (pd) patient reported having an aggravated hernia during a call with fresenius customer support for drain complications. Upon follow up, the pdrn reported the patient had a small abdominal hernia prior to beginning pd therapy on (B)(6) 2021. The hernia has not required any medical intervention since starting dialysis although the hernia has had some increased swelling. The pdrn confirmed the patient has not had any adverse effects from use of any fresenius device, or product. Additionally, the nurse stated there were no cycler malfunctions or overfill events related to this hernia event. The nurse attributed the swelling of the hernia to normal physiology of pd treatment and increased intra-abdominal pressure from malfunctioning non-fresenius-pd catheter. It was reported that the patient would be evaluated to determine if the hernia will require repair in conjunction with pd catheter revision. The patient has been able to continue pd treatments without any serious adverse effects.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and increased swelling of the patient¿s pre-existing abdominal hernia. The concomitant use of the device to facilitate dialysis cannot be excluded as a contributory factor in the patient¿s symptoms of swelling however, currently there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused serious harm to the patient. Currently, the patient has not required any medical intervention and the hernia is being evaluated further by a surgeon. Hernia is a well-documented complication in pd patient¿s due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. The patient reportedly has a malfunctioning pd catheter (not a fresenius product) which is causing difficulty draining pd fluid from the patient and is a likely contributory factor in casing increased intra-abdominal pressure. The increased intra-abdominal pressure can exacerbate any potentially pre-existing muscle weakness that causes hernia formation. Therefore, the increased swelling of the patient¿s hernia is likely attributed to normal physiology of pd therapy in the setting of having a malfunctioning pd catheter.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported having an aggravated hernia during a call with fresenius customer support for drain complications. Upon follow up, the pdrn reported the patient had a small abdominal hernia prior to beginning pd therapy on (B)(6) 2021. The hernia has not required any medical intervention since starting dialysis although the hernia has had some increased swelling. The pdrn confirmed the patient has not had any adverse effects from use of any fresenius device, or product. Additionally, the nurse stated there were no cycler malfunctions or overfill events related to this hernia event. The nurse attributed the swelling of the hernia to normal physiology of pd treatment and increased intra-abdominal pressure from malfunctioning non-fresenius-pd catheter. It was reported that the patient would be evaluated to determine if the hernia will require repair in conjunction with pd catheter revision. The patient has been able to continue pd treatments without any serious adverse effects.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test and a valve actuation test. An as-received treatment with reduced dwells was performed and passed with no issues. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported having an aggravated hernia during a call with fresenius customer support for drain complications. Upon follow up, the pdrn reported the patient had a small abdominal hernia prior to beginning pd therapy on (B)(6) 2021. The hernia has not required any medical intervention since starting dialysis although the hernia has had some increased swelling. The pdrn confirmed the patient has not had any adverse effects from use of any fresenius device, or product. Additionally, the nurse stated there were no cycler malfunctions or overfill events related to this hernia event. The nurse attributed the swelling of the hernia to normal physiology of pd treatment and increased intra-abdominal pressure from malfunctioning non-fresenius-pd catheter. It was reported that the patient would be evaluated to determine if the hernia will require repair in conjunction with pd catheter revision. The patient has been able to continue pd treatments without any serious adverse effects.